Manufacturer narrative:
The customer reported that the lamp in the system needed to be replaced. The company service representative examined the system and found the lamp had been used for 400 hours. The company service representative replaced the xenon lamp. The system was then tested and met all product specifications. The system was manufactured on september 29, 2014. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event can be attributed to the xenon lamp which exceeded its rated life. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a lamp needs replaced before a procedure. There was no patient involved.